Manufacturer narrative:
The MFR did not receive any devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the re-launch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted with a durom hip generic . Since the exact implantation date was not reported, it will be entered as the first day of the first month of the year reported (2009). To date, the pt has not been revised and is currently being monitored due to unk reasons.